Event description:
This is a report by a physician from (B)(6) of peritonitis in a home patient coincident with peritoneal dialysis (pd). On (B)(6) 2012, the patient began treatment intraperitoneally for automated peritoneal dialysis (apd). Apd therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent. On (B)(6) 2012, the patient was hospitalized due to the peritonitis. On an unknown date, treatment included ceftazidime 1 gram daily (route not reported). On (B)(6) 2012, the patient started treatment with ampicillin 250 mg 5 times a day (route not reported) and gentamicin 80 mg every 48 hours (route not reported). Treatment was ongoing. The patient was still hospitalized; however, the patient is reported to be recovering. The event of peritonitis is likely due to an infectious etiology and a break in aseptic technique during the peritoneal dialysis procedure.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.